Event description:
It was reported that the screen of the device suddenly went black during a running ventilation episode. As per report, the users replaced the device in a controlled maneuver, no patient consequences were resulting from the event.

Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into any follow-up measures, and dräger was unable to obtain additional details. From the description of event cannot be derived if just the display went black or if the device performed a reboot respectively had shut down completely. If just the display went black the ventilation will be continued but interaction with the device may be impaired. A reboot or shut-down will be accompanied by a corresponding alarm. Further conclusions cannot be derived from the ufr. The device was in operation for ten years now; state of preventive maintenance and repairs is unknown to dräger. The reported observation may have been related to component failure (e.g. Display malfunction or power supply error) but lack of preventive maintenance (device put into operation with a worn/depleted internal battery), use error or infrastructure issues may have contributed to the event. It is recommended to the hospital to have the device checked by trained service personnel.